Event description:
Additional information was received from the rep reporting that the same leads and ins remain implanted. The patient has been seen again and was fine, she has good coverage for her pain and no more discharges. Everything was okay.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep reporting that the patient was taken back to the operating room on (B)(6) 2023, and the doctor found that she had screwed the electrodes into the ins incorrectly. By screwing with the metric dynamo screwdriver the impedances returned to normal, and the connectivity test was green.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 977a290, lot# va2p9sv007, implanted: (B)(6) 2023, product type: lead; product ID: 977a290, lot# va2p9sv006, implanted: (B)(6) 2023, product type lead. Other relevant device(s) are: product ID: 977a290, serial/lot #: (B)(4), ubd: 06-oct-2026, UDI#: (B)(4); product ID: 977a290, serial/lot #: (B)(4), ubd: 06-oct-2026, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implan ted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that since (B)(6)2023, the stimulation stopped and the patient could not start it as they did not know how. It was noted that the patient did nothing particular, no MRI, or any environment that could have had an interaction. She was seen two days later by their doctor. The doctor had difficulty making the connection with the ins. After several attempts, communication was re-established, programs reset, and the stimulation was turned on, and then the stimulation stopped again. The programs were instantly turned off. There were 2 non-standard plots. It was unknown if there were any contributing factors. Troubleshooting was performed, relaunch of several telemetry and impedance control. It was further stated that the rep was able to interrogate the ins without concern and the ins was charged. The day of ins implant, impedances were normal in the or. Two hours after the or, impedances were out of the normal range of 40,000ohms with electrode 0. Impedances continued to be out of range on (B)(6) 2023 (17 ,340 - 17,390 ohms), (B)(6) 2023. The doctor thought that perhaps the electrodes in the ins were not properly connected. The mdt report did show patient programmer activity on (B)(6) 2023. The cause of the event was unknown. The patient was receiving effective therapy. Impedances will be checked in the or on (B)(6) 2023.